Event description:
Following initial cutdown bilaterally for vascular access required for placement of the excluder bifurcated endoprosthesis, the gore 18fr introducer sheath would not advance on either side. Due to failed vascular access attempts, the pt was converted to open surgical repair of the abdominal aortic aneurysm.